Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: customer returned (1) open 4mm, 32g pen needle without the tear drop label or inner shield. Customer states that the insulin would not flow during injections. The returned pen needle was examined and exhibited a bent non patient end of the cannula, which could prevent insulin from flowing through the cannula properly. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Occurrence: a complaint history check was performed and this is the 2nd related complaint for needle clog on lot # 9226290. A review of risk management document 10000084266, revision 10, indicates that the potential risk of this specific reported incident (nano pro pen needle, needle clog) was captured and addressed appropriately. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent non patient end of the cannula). Root cause description: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that no insulin flowed through the pen ndl 32g 4mm hp 100 box 1200 ca during the injection. This occurred with 4 different pen needles. The following information was provided by the initial reporter: "consumer reported no insulin flow during her injections with 4 pen needles from current box. Stated she had to use 3 pen needles just to complete 1 injection."